Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector was occluded. The following information was provided by the initial reporter: product mz9265 failed to prime or allow fluid flow through the maxzero on two different bi-fuse extension sets. The set with the labels "epinephrine" was used in the pediatric ICU and the other set was used in the oncology unit.

Manufacturer narrative:
It was reported by the customer that product mz9265 failed to prime or allow fluid flow through the maxzero on two different bi-fuse extension sets. Two samples of item mz9265 were submitted for quality evaluation. There was no clear visible damages or abnormalities. A fluid flush was then attempted on the samples provided and there was no fluid flow for each of the samples. Further investigation by checking the sample under magnification and an occlusion in the fluid line was identified. This type of occlusion can cause flow issues. The customer complaint of flow issues - fluid blockage was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, the possible root cause of the occlusion between the tubing and the adapter could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. Additionally, the affected sample may have gone undetected due to a missed occlusion test or equipment failure. No corrective actions were taken because the product will not longer be manufactured at the location the sample provided was produced at. We will continue to track and trend the issue and if any negative trends are observed, proper actions will be conducted to address the issue. A device history record review for model mz9266lot number 25019323 was performed. There is one quality notifications issued for the failure mode reported by the customer during the production build of this set.